Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
(B)(4). The tap necessary to connect the catheter to the debris bag was defective: from the tap there was release of liquor. The device was removed and substituted with a dvp. No patient adverse consequences have been reported. Repository number: (B)(4).